Event description:
Additional informational received from a healthcare professional (hcp) and a consumer via a clinical study and a manufacturer representative (rep) reported the patient experienced increased pain. There was no factors that may have led or contributed to the issue. Diagnostics/troubleshooting includes a failed catheter dye study (unable to aspirate) on (B)(6) 2021. Actions/interventions taken included catheter revision surgery on (B)(6) 2021 where the spinal segment of the catheter was explanted and replaced due to being occluded. It was noted the issue was resolved at time of report. The patient's status at time of report was alive-no injury. Known medications included calcium, centrum silver, cymbalta, digoxin, duloxetine hcl, eliquis, furosemide, hydrochlorothiazide, hydrocodone-acetaminophen, lisinopril, metoprolol tartrate, and xopenex. Allergies include acetaminophen (vomiting), azithromycin, cefazolin sodium (anaphylaxis (severe)), methylprednisolone (hives/skin rash), methylprednisolone acetate (hives), morphine (vomiting), oxycodone hcl (vomiting), and sulfa. The diagnosis description was complex regional pain syndrome l of the left lower limb. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the catheter was returned, and analysis found no significant anomaly (catheter incomplete/returned in segments). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2021 the patient reported adequate pain control. The outcome of the event resolved without sequelae on (B)(6) 2021.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID; (B)(4), lot#: none, serial # (B)(4), implanted: (B)(6) 2012, explanted: none, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 29-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (750 mcg at 100.13038 mcg/day), bupivacaine (19.2 mg at 2.56334 mg/day), and dilaudid (hydromorphone) (7.5 mg at 1.0013 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the patient reported unable to feel their bolus.  A bolus was given in clinic and the patient was unable to feel it and did not improve pain.  On (B)(6) 2021 a catheter dye study was performed and failed.  It was noted there was a dynamic kink in the catheter.  A catheter revision was required.  No action was taken.  The outcome was noted as ongoing.  The device diagnosis was catheter kink and the clinical diagnosis was unable to feel bolus.  The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related.  The event date was (B)(6) 2021.  No further complications were reported/anticipated.